Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis server is not receiving messages from meditech. A technical support specialist (tss) had experienced some service issues in application server, with an uptime of three months. It had been rebooted, which resolved the issue. The carefusion coordination engine had been rebooted a week earlier. Once the application was back up, everything had been crossed and verified. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not receiving message for meditech. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.